Manufacturer narrative:
A product sample was received at the manufacturing site. The investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens implantation (iol) procedure, the plunger was not advancing smoothly and sticking. The procedure was completed with alternate lens. There was no patient harm.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The device was returned loose in the carton. The lens stop and the plunger stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger is advanced into the mid nozzle and is advanced over the lens. The lens is advanced just past the lens bay. The correct nozzle confirmed on the device. We are unable to determine the root cause for the reported complaint "not advancing smoothly and sticking". Plunger override observed. The manufacturer internal reference number is: (B)(4).